Event description:
This implantable cardioverter defibrillator (ICD) declared code 1003 indicative of voltage too low to project remaining capacity. This device remains implanted and is expected to be change. No adverse patient effects were reported.